Event description:
Revision surgery - the patient developed loosening of the humeral stem.

Manufacturer narrative:
The patient was revised to remedy a loose humeral stem after 6.8 years of patient use. There was no information reported about any patient injuries, activities, accidents or medical contraindications that may have contributed to the revision surgery. The device was not returned to djo surgical for examination. A review of the device history record showed two non-conforming material reports associated with this product; 5050 was designated as return to vendor for marking errors on the stem, 5126 was designated as return to vendor for a missing hole in the socket. Neither parts were used in the lot. There are no indications of a product or process issue affecting implant safety or effectiveness. Several factors not related to the implant can play a role in loosening or loss of fixation of the stem: infection, osteolysis, anatomical changes, disease and trauma.